Event description:
The manufacturer received info alleging a bipap s/t c-series device was alarming for apnea, reportedly the pt was admitted to the hospital. The device has yet to be returned to the manufacturer for eval. A follow up report will be filed when the manufacturer has completed the investigation.